Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with dianeal unknown, extraneal viaflex, and physioneal unspecified product (lot number unknown) therapies. On an unreported date, the patient began treatment with dianeal unknown, extraneal viaflex, and physioneal unspecified product (doses and frequencies not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced sterile peritonitis. The patient was not hospitalized. On the same day, the patient started treatment with cephalexin 250 mg four times daily for the peritonitis. On (B)(6) 2011, extraneal therapy was discontinued. On an unreported date in 2011, dianeal therapy was discontinued. Outcome for the sterile peritonitis was unknown. Physioneal therapy was reported as ongoing. The physician believed the sterile peritonitis was related to dianeal and extraneal and unrelated to physioneal. The physician assessed the peritonitis as moderate in severity.